Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that at first, the physician thought there was something wrong with the pressure adjustment. According to the report, the angle of the reported valve was different from the angle of another valve. When the doctor checked the angle, they suspected a malfunction of the setting. Reportedly, the manufacturer representative provided information for setting the pressure and the doctor was able to confirm the setting. The pressure setting was able to be adjusted and the device remained implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.